Event description:
The lead was previously reported as explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. The pt was returned to or 5 days post explant due to a hematoma. The pacemaker pocket was drained & the pt treated with antibiotics. The pt tolerated the procedure well with no further complications.